Manufacturer narrative:
The insulin pump was received with a protruded/loose drive support disk, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that his drive support cap was loose. The patient's blood glucose at the time of incident is unknown, but it was 140 mg/dl at the time of the call. The customer stated that he had dropped his pump a few times. The customer was advised to disconnect from the pump and treat with his medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.